Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. This has been a gradual increase. Technical services (ts) was consulted and recommended to continue to monitor and adjusting the limit from 125 to 150 ohms. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. This has been a gradual increase. Technical services (ts) was consulted and recommended to continue to monitor and adjusting the limit from 125 to 150 ohms. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. This has been a gradual increase. Technical services (ts) was consulted and recommended to continue to monitor and adjusting the limit from 125 to 150 ohms. No adverse patient effects were reported. This lead remains in service. Additional information was received that ts discussed that this lead is displaying characteristics of calcification/mineralization and a leas revision was recommended. No adverse patient effects were reported. This lead remains in service.